Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14287. It was reported that the patient presented for a pacemaker changeout procedure. Upon interrogation, the right atrial lead exhibited loss of capture, high pacing impedance, and undersensing. The right ventricular lead exhibited high capture threshold and high pacing impedance. During the procedure, the physician noted insulation damage on both leads. The physician capped both leads on (B)(6) 2019. The patient was in stable condition.